Manufacturer narrative:
Article citation: de benedictis, a., et al., vagus nerve stimulation for drug-resistant epilepsia partialis continua: report of four cases. Epilepsy res. (2013), http://dx.doi.org/10.1016/j.eplepsyres.2013.07.010.

Event description:
The article, "vagus nerve stimulation for drug-resistant epilepsia partialis continua: report of four cases" was received and reviewed by the manufacturer. The article evaluate the effect of vns in a series of four children affected by medically unresponsive epc [epilepsia partialis continua] secondary to chronic inflammatory encephalopathy (two cases), rasmussen encephalitis (one case) and poliodystrophy (one case). Case 3: prior to vns, the patient had more than one episode of epc recorded. The epc attacks and monthly focal affective seizures persisted despite different antiepileptic trails. The intensity and frequency of epc and complex seizures increased over the time and at age 5, the patient lost gait autonomy and postural control. Moreover, the patient experienced a convulsive status, requiring admission to the ICU and intravenous treatment. After recovering from the epileptic status, a right temporal brain biopsy was performed and vns was implanted. Forty days after implantation, epc stopped, partial seizures reduced, and no more epileptic status episodes occurred. After six months, epc reappeared, but lasted only a few hours and was confined to the oro-facial region. At the last follow-up, at the age of 11, daily partial seizures were still present, epc persists but does not interfere with motor activity, and the patient recommenced walking.